Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient received an inappropriate shock due to oversensing of noisy signals. Discussed that secondary sensing vector had optimal sensing and the patient was referred to their physician. No adverse events.